Event description:
It was reported that a nester platinum embolization coil perforated the vessel. Four nester coils were required for embolization of the left spermatic vein to treat a varicocele and were implanted on (B)(6) 2020 in a hybrid operating room. Later, the patient developed pain in the left flank extending down toward the groin. The patient became primarily bedridden and had to stop participating in sports. He had difficulty standing up and difficulty getting from bed to the toilet. He had difficulty eating and impaired bowel function, with the patient describing non-functioning bowel and digestion. He was tube-fed for a period at the hospital facility. The patient believes all these symptoms are the result of the treatment he received in 2020. On (B)(6) 2022, it was decided to perform laparoscopic surgery to remove the four nester coils. It was noted that one coil had penetrated the vessel wall and wrapped itself around a nerve. The physician noted this was possibly the cause of the pain. However, according to the patient, there was no significant improvement following this surgery. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable. This report will capture the coil that penetrated the vessel wall. The other three coils are captured in an additional report with patient identifier (B)(6).

Manufacturer narrative:
A2 - age at time of event: 18-64 d - suspected medical device and h4: it is unknown which of the four reported coils penetrated the vessel wall. The information for all four coils is as follows: coil 1) model #: g26994, lot: 13366398, catalog #: mwce-35-14-6-nester, expiration date: 10sep2025, UDI: (B)(4); manufacture date: 10sep2020. Coil 2) model #: g26994, lot: 13035339, catalog #: mwce-35-14-6-nester, expiration date: 19mar2025, UDI: (B)(4); manufacture date: 19mar2020. Coil 3) model #: g26994, lot: 10285001, catalog #: mwce-35-14-6-nester, expiration date: 03feb2025, UDI: (B)(4); manufacture date: 03feb2020. Coil 4) model #: g26993, lot: 9583776, catalog #: mwce-35-14-4-nester, expiration date: 25mar2024, UDI: (B)(4); manufacture date: 25mar2019. E1 - address 1: phone: (B)(6) g4 ¿ PMA/510(k) #: preamendment h3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information it was reported that the target vessel was 18cm long and 5mm in diameter. A total of 6 coils between 4-6mm were used during the initial procedure. The image provided to cook was taken upon implantation of the coils. The pain and other reported symptoms began about 4 days after coil implantation. The patient was taking ibuprofen. The other 5 coils were also removed because of patient complaint of severe pain. A positive quadratus lumborum (ql) block was completed along with laparoscopic removal of the vein. This report captures the one coil that penetrated the vessel wall. Additional 5 coils removed due to patient symptoms are captured in an additional report with patient identifier (B)(6).

Manufacturer narrative:
Additional information: a2 - age, b2, b5, d, h6 - additional annex f code. D - suspected medical device and h4: a total of 6 lot numbers now provided. It is still unknown which of the six reported coils penetrated the vessel wall. The information for the two additional lots provided are as follows: coil 5) model #: g26994, lot: 13035339, catalog #: mwce-35-14-6-nester, expiration date: 19mar2025, UDI: (B)(4); manufacture date: 19mar2020. Coil 6) model #: g26993, lot: 9016700, catalog #: mwce-35-14-4-nester, expiration date: 31jul2023, UDI: (B)(4); manufacture date: 31jul2018. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.